Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system, user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported the patient sought medical attention for an infection at the insertion site. The patient reported going to a walk-in clinic for an infection and was diagnosed with cellulitis and prescribed oral antibiotics (cva-cephalexin lexin 500mg, 4 times a day for 10 days). The patient returned home and after conversing with other diabetics on (B)(6) was advised to go to the hospital. The patent went to the hospital 2 days later for the same infection. At the hospital, the doctor confirmed that the area was infected. At the insertion site of the cannula, the area was very hard and very sensitive to the touch. She was told it would require intravenous treatment for 3 days. The patient went every morning to get a new IV put in. The patient was then advised she would need 5 additional treatments. The pod was discarded. The patient provided the following blood glucose levels associated with this event: (B)(6).